Manufacturer narrative:
Zimvie complaint number (B)(4). A4: weight unknown / not provided. G4: additional PMA/510(k) number ¿ k943604. Customer has indicated that the product is in process of being returned to zimvie for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the mount would not disengage from the implant, therefore the implant had to be removed. Tooth site #30.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: type of investigation codes were added: 4109, 4111, 4114 and 3331. H6: investigation findings code was added: 213. H6: investigation conclusions code was added: 4315. H10: narrative/data was updated. Zimvie did not receive the reported implant for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). DHR review was completed for the subject lot number. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. The customer submitted an image for the reported event. Image shows the product with mount attached. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was clinician uses device improperly, insufficient training. Therefore, based on the available information, device malfunction was not verified. Without device receipt, the reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. D9: device availability and return date were updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: type of investigation code was removed: 4114. H6: type of investigation codes was added: 10. H6: investigation conclusions code was added: 67. H10: narrative/data was updated. Zimvie received the reported implant for evaluation. Visual evaluation / functional test was performed, implant shows slight wear however mount was able to disengage from implant as intended. No malfunction. A definitive root cause could not be determined since device malfunction did not occur. The reported event was unconfirmed following functional testing and physical evaluation. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.